Event description:
Per the customer, the device was bent which can lead to inaccuracy. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, the device was bent which can lead to inaccuracy. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.